Manufacturer narrative:
Date rec¿d by MFR : 24jul2019, date of report : 03jul2019. There was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) confirmed the reported issue. The fse replaced the flow sensor and performed preventive maintenance. The unit passed all testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported flow accuracy failed. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.